Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: returned physical sample, patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg stylet was confirmed but the exact cause was unknown. The product returned for evaluation was a 3cg stylet. The t-lock assembly and white electrical lead had been cut from the sample near the yellow fin and were not returned. Two kinks in the magnet tip were confirmed to exist: one 1.1cm from the distal tip, and another 1.6cm from the distal stylet tip. 21 magnets were counted within the tip and none were broken. Microscopic examination of the damage region found that the inner core wire was severely kinked, and the angle of the kink was replicated in the lab at kink angles greater than 140°. No potential damage, defect, or deformity potentially related to the manufacture process was observed during microscopic examination. Further evaluation included dimensional evaluation of both the core wire and polyimide tubing. Both were found to be within specification. The observed damage indicated a prolapse-type event where the stylet had been kinked at an angle greater than 140° but the exact cause and conditions surrounding the event were unknown.

Event description:
It was reported "first patient single lumen 4f, wire no problems pre insert check. Thread catheter easily, some resistance but not sufficient to make me worry, I think it¿s just rubbing on wall. Not a "wet noodle" feeling but wire is kinked post insert check."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reev2199 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "first patient single lumen 4f, wire no problems pre insert check. Thread catheter easily, some resistance but not sufficient to make me worry, I think it¿s just rubbing on wall. Not a "wet noodle" feeling but wire is kinked post insert check."